Event description:
It was reported that during the implantation of the lens, it was hard and stuck in the injector. There was no contact with the patient¿s eye. Through follow-up, it was learned that the lens was caught by the plunger and the lens broke. Material has been discarded. No further information has been provided.

Manufacturer narrative:
Age, weight and ethnicity: information unknown/ not provided. Date of event: date unknown/ not provided. If implanted, give date: not applicable, as the lens was not implanted. If explanted, give date: not applicable, as the lens was not implanted; therefore, it was not explanted. First/given name: unknown/ not provided. Last name: unknown/ not provided. (B)(6). The intraocular lens (iol) is not returning for evaluation as it is discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.